Event description:
It was reported that the c-arm did not boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply control board and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.